Event description:
The customer reported the battery is not charging. There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4).

Manufacturer narrative:
Event date: (B)(6) 2015. MFR received date: 07/06/2015. Conclusion / root cause: the power management (pm) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the battery is not charging. There was no reported patient involvement.